Event description:
It was reported that intermittent alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump and a correction injection using a multiple daily injection method. They customer changed the infusion set and cartridge to address the issue.